Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was received but does not reflect the full investigation window. The reported failed transmitter error could not be determined. A root cause could not be determined.